Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose (bg) read "high" (>27.8 mmol/l) (>500mg/dl) while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia, high ketones, stomach cramps and vomiting. The patient was treated with intravenous fluids. The patient was released after 8 hours. The pod was discarded.